Event description:
On 1/28/77 the ipp device was implanted. On 2/3/81 the cylinders and reservoir was revised. On 11/26/85 the cylinders and pump was revised. On 6/27/97 the entire device was removed from the pt and replaced due to mechanical failure.